Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: e1 (first/given name, last name, address - line 1, city, post office or zip code and telephone number should be blank). Additional information added to fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the defective event was caused by stress of repeated use, external factors or handling of the device. However, the definitive root cause was unable to be determined. The instructions for use states the inspection methods associated with the event in instructions for ltf-s190-5/10, operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: ((B)(6) hospital); added here due to character limitation in respective field.

Event description:
It was observed that during the device inspection, the deflectable videoscope exhibited the objective lens adhesive had peeled off. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.